Event description:
The manufacturer previously documented a device was alarming for a service required alarm condition. There was no harm or injury reported. An e 144 service required alarm condition indicating a motor controller issue was noted. No additional codes were noted. Additional evaluation performed on the device by the field service engineer revealed an inoperative alarm condition and inspiratory/expiratory obstruction alarms. The device's blower and system board were replaced to address the inoperative alarm condition. The device's machine flow sensor was found to be contaminated and was replaced to address the obstruction alarms. The blower assembly and system board were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil technician concludes that both components passed testing and work as designed.